Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies or patient alerts were found. Atrial capture management was disabled and there was no record of threshold. Concomitant medical products: 694758 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture at maximum outputs and high thresholds. It was determined that the lead had dislodged. The patient was hospitalized for heart failure due to the right ventricular (rv) pacing after the atrial lead had stopped capturing. The physician attempted to reposition the lead, but instead capped and replaced it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.